Event description:
Dr reported seeing a person that was drawing cidex activated dialdehyde solution through a syringe and rec'd some splashed solution into both eyes. The person flushed both eyes and went to a dr. The dr irrigated both eyes with dacriose and prescribed erythromycin ointment. Slight staining to the conjunctiva noted. Pt is now fine.